Event description:
A hosp in (B)(6) reported via fisher & paykel healthcare's branch office in (B)(4) that the manometer gauge on an rd900aeu neopuff infant resuscitator became stuck despite different pressures being applied. No pt consequence was reported.

Manufacturer narrative:
(B)(4). Fisher & paykel healthcare is requesting the return of the complaint device as well as additional info in which to commence our investigation. We are not yet in a position to be able to submit our findings and will do so in a follow-up report.